Event description:
N/a.

Manufacturer narrative:
Correction: d9 - returned to manufacturer.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a bactiseal catheter (ID: ns0340) was implanted via v-p (ventricular peritoneal) shunt on unknown date. On an unknown date, shunt failure was suspected due to suspicion of cerebrospinal fluid leakage. The bactiseal catheter was removed and replaced on (B)(6) 2023.

Manufacturer narrative:
Bactiseal catheter (ID ns0340) has been returned for evaluation: failure analysis- the catheter was visually inspected, no defect was noted. The catheter was irrigated, no occlusion noted. The catheter was leak tested, no leaks were noted. The catheter functions. Root cause - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation.